Manufacturer narrative:
This report is a supplemental to correct the type or reported complaint from product problem to injury.

Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. Engineering inspected the device and found both flow sensors to be wet, resulting in a failure. The sensors were replaced, resolving this issue; however, it was noted there was a leak, which is why co2 levels were low or not available. The leak may have been due to a suboptimal sampling point. Based on the information received, the device resulted in an unnecessary blood draw; however, this would not meet criteria for a serious injury.

Event description:
It was reported the gas analyzer appeared to fail and anesthesia requested an additional blood draw be performed to analyze blood gases.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that due to gas analyzer failure unnecessary bloodwork was performed on the patient due to lack of confidence in agm measurements. The device was in use on a patient. Patient harm was reported.

Manufacturer narrative:
This report is a supplemental to correct the health impact grid to minor injury, as as the customer had to draw an extra blood draw to confirm that they did not have to act on it which is considered a minor injury.